Manufacturer narrative:
Event site address: (B)(6). Event site city: (B)(6). Initial reporter: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use on patient cardiosave intra-aortic balloon pump unit had an unresponsive touch screen. No one was harmed onsite.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (medical device ¿ problem code), h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.